Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4) complaints were received during this report period. Of these, 1 was not returned for evaluation. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the device and/or device accessories caught within patient vasculature, tissue, or other devices or device components. Patient information was not confirmed for the event.